Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 11 months post transcatheter aortic valve replacement the 29mm sapien valve failed due to aortic stenosis. The calcium score was 7000 with 3% os with a 29mm halt after procedure, was put on coumadin, gradient is now 67. Surgery is being discussed and the patient is inpatient.